Event description:
A malfunction on the pump was reported, with no notable events occurring prior. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.